Event description:
Additional information was received from the representative (rep) and the consumer. It was reported that the patient was no longer seeing his current healthcare professional (hcp) and had not seen another one to address the infection. The rep encouraged the patient to go see one. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 387345, lot# va15y0d, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. Product ID: 387345, lot# va0jumd, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was trialing a spinal cord stimulation system for failed back surgery syndrome starting on (B)(6) 2017. It was reported that the patient was given 2 bactrim the day his trial started. When the patient reported to lead pull on (B)(6) 2017, there was some type of infection that required the health care provider to express pus out of the trial lead entry sites. The patient was not put on any antibiotics post lead pull. No further complications were reported or expected, and the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.